Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. The physician suspected ra lead insulation damage to be the cause of the event, however, this was not confirmed during the procedure or via diagnostic imaging. The lead was explanted and replaced to resolve the event and the patient was in stable condition.